Manufacturer narrative:
The propaq cs monitor is intended to be used by skilled clinicians for multiparameter vital signs monitoring of neonatal, pediatric, and adult patients in health care facility bedside applications. It is also intended for intra-facility transport. This event stems from a user incident report notified to hillrom by polish competent authority urpl. Hillrom has logged a complaint and will determine if this is a reportable event under current regulations. Hillrom is currently working with the customer to obtain the log files to determine if the device performed as intended. No further information is available on the alleged malfunction of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The customer alleged the device continued to show pulse rate and saturation values following the death of the patient. The monitor did not alarm. This was associated to a patient death, however, the customer confirmed that the device did not cause or contribute to the patient death. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The customer initially reported that the propaq cs monitor provided inadequate indications in relation to the patient's condition for pulse and spo2. They reported that the propaq device did not alarm and continued to show saturation levels and pulse rate after a patient's death. The customer later confirmed alarms were audible during the event ¿ device performed as intended. Customer reported the device was not a contributing factor in the patient¿s death. The propaq cs monitor is intended to be used by skilled clinicians for multiparameter vital signs monitoring of neonatal, pediatric, and adult patients in health care facility bedside applications. It is also intended for intra-facility transport. The device was returned on (B)(6) 2020 to the hillrom service centre and an evaluation was completed by a hillrom service technician. It was concluded as part of this evaluation that the spo2 sensor was recognized by the monitor and the correct values appear. The hillrom service technician could not reproduce spo2 errors. Therefore, no malfunction was found with the spo2 sensor. The eighty-year-old patient was admitted for a traumatic subdural hemorrhage. It was reported the patient expired on (B)(6) 2020; the cause of death was determined as a cardiac arrest and traumatic subdural hemorrhage. The customer did not provide the date of hospital admission nor the sequence of events leading to the patient¿s death. The initial complaint reported that the device did not alarm and the "device was removed after the event", however, it was later reported that that caregivers were at the patient's bedside and stated alarms were audible during the event ¿ device performed as intended. The customer noted the pulse oximeter device was placed on the patient's index finger and the values being monitored (spo2, pulse) "had successive lowering of values." A pulse oximeter is a noninvasive means of measuring both pulse rate and the arterial oxygen saturation of hemoglobin. The heart has its own electrical system that causes it to beat and pump blood. Because of this, the heart can continue to beat for a short time after death. It is possible that this electrical activity could be interpreted as a beat or pulse. Upon death, cell metabolism also continues for roughly four to ten minutes, during this time period oxygen concentration is decreasingly present in blood until it is completely converted to carbon dioxide. It is noted that the customer did not state or provide any further information on the amount of time that passed between when the patient had died and the monitor providing inadequate indications in relation to the patient's condition for pulse and spo2. With the information received from the customer in relation to the reported clinical conditions, and the confirmation from the customer that the device had no implication on the patient or patient¿s death; the hillrom clinical assessment determined that this event was considered non-reportable. Multiple attempts were made to obtain logfiles from the customer for this propaq device between (B)(6) 2020 and (B)(6) 2021. A non-disclosure agreement was signed between both hillrom and the customer however, the logfiles to date, have still not been provided by the customer. However, as confirmed by user, alarms were audible during the event ¿ device performed as intended.

Event description:
The customer alleged the device continued to show pulse rate and saturation values following the death of the patient. The monitor did not alarm. This was associated to a patient death, however, the customer confirmed that the device did not cause or contribute to the patient death. This report was filed in our complaint handling system as complaint # (B)(4).